Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accutrac 200 laser fiber, the aiming beam was very weak and no energy was being released to the tip of the fiber. The fiber was used with a 20 watt dornier laser operating at 6.4 watts with laser settings of 0.8 joules and 8 hertz. The procedure was completed with an accumax 200 laser fiber without any complications to the patient who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
This is device 1 of 2. Refer to MDR # 3005099803-2012-05236. The patient is reported to be over 18 years of age. Visual analysis of the returned fiber revealed approximately 4.0 mm of exposed glass tip remaining. The aiming beam exiting from the distal tip is extremely weak indicating that the fiber is broken within the connector.